Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and irritation at the abutment site. Subsequently on (B)(6) 2015 the patient underwent a procedure to have excess tissue excised and a new abutment placed. The implanted device remains.